Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately five months post implant of the implantable pulse generator (ipg) system that the patient developed en docarditis. The ipg system was removed and replaced. No further patient complications have been reported as a result of this event.